Manufacturer narrative:
Exact date unknown, event occurred several months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The physician moved the ipg from the rear flank to the front of the patient for easier charging. The ipg remain implanted in the patient. The patient was doing well postoperatively.